Event description:
It was reported that the right ventricular (rv) lead exhibited increasing capture threshold and noise oversensing. It was noted that the patient had previously received inappropriate shock due to episodes of atrial fibrillation (af) with rapid ventricular response (rvr). It is not known if the patient also experienced inappropriate shock due to the rv lead noise. The rv lead was explained and replaced. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).